Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that during preventative maintenance (pm), the pump had a short battery run time. As a result, the battery was replaced.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that during preventative maintenance (pm), the pump had a short battery run time. As a result, the battery was replaced.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of the "short battery run time" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The battery was replaced hospital biomed, and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the part is received at a later date, an investigation will be performed. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex chelmsford will continue to monitor and trend for reports of this nature.